Manufacturer narrative:
The pipeline was returned inside the snare for evaluation, but without the marksman or the pushwire and broken segments as they were all discarded. The pipeline was found opened with damaged braid. The evaluation could not determine the cause of the event as the pushwire was not returned. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported that friction was experienced while deploying the first pipeline. The physician was not able to push or pull the pipeline back; therefore, the entire system (catheter, pushwire, and pipeline) was removed from the patient. The second pipeline was advanced to the lesion and approximately 10mm of it was opening, but it could not be released from the capture coil. After 3-4 clockwise rotations, the pushwire broke and the partially un-opened pipeline and damaged capture coil was inside the vessel. The pipeline was retrieved with an amplatz gooseneck snare. The snare was used to pull the capture coil back until a certain point where a solitaire and rebar was then used to retrieve it out of the patient. No patient injury was reported as a result of the procedure.